Manufacturer narrative:
Device evaluated by MFR. The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the wire coating was peeled off. The distal wire tip coating peeled off of the filterwire ez 3.5-5.5 190cm. This occurred outside of the body with no patient contact. This procedure was completed successfully with a different device. No patient complications were reported, and patient status was listed as stable.